Event description:
It was reported that during a robotic laparoscopic roux-en-y gastric bypass procedure while patient was in the operating room under anesthesia, arm cart assembly (aca) got blocked and gave a communication error. Issue was resolved by rebooting the aca. Aca continued to function properly after the reboot. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d1, d3 (street 1, MFR. Region, country code, postal code) h3) device evaluation: medtronic led an evaluation of the associated device logs and a provided image for the reported arm cart assembly. One image was received for evaluation. The image depicted the operating room team interactive (orti) screen of the tower with an error message associated with the arm cart assembly stating, "arm 2: warning: communication error of the arm. Surgeon control has been restored. If the error occurs again, stop using the arm and contact medtronic technical support.¿. Evaluation of the logs indicated that on the arm cart assembly the position button shows as being pressed and released in rapid succession. There is also a brake offset occurring when the calibration is occurring. The logs showed that the brake was engaged and disengaged too fast. This type of offset disrupts calibration due to the brake current being too high on setup arm joint 1. This triggered a non-recoverable arm failure error code. The error gives an error message stating, "warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". This is an expected behavior of the system to stop movements when the calibration cycle is interrupted. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed error was that it is likely that the system was not used as intended, which may have caused or contributed to the reported incident. Replication of the error can occur when the position button is pressed rapidly. The instructions for use (IFU) states, "always check to make sure the arm has enough room to calibrate, to avoid collisions with staff or other equipment. The instrument drive unit will move halfway down the instrument track, and the instrument track will move 1 - 2 inches in multiple directions during calibration.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic roux-en-y gastric bypass procedure while patient was in the operating room under anesthesia, arm cart assembly (aca) got blocked and gave a communication error. Issue was resolved by rebooting the aca. Aca continued to function properly after the reboot. There was no patient injury.